Manufacturer narrative:
Device not returned.

Event description:
Complaint received that alleges "ordered a left brace and the patient was supposed to receive a right brace and wore the left brace on her right leg for about a week and stated this caused "pain, bleeding and swelling and indescribable suffering". This brace was applied by surgeon immediately following her surgery". Questionnaire not received from clinician and/or patient. Device not returned to manufacturer for evaluation. No indication event caused or contributed to serious injury, permanent impairment or death.